Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Continued e.1 initial reporter - phone number: (B)(6).

Event description:
Healthcare professional reported unknown side rupture. Later healthcare professional reported no rupture and left capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left capsular contracture baker grade iii. Healthcare professional additionally reported "granuloma." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Device lab analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the device. Crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii on the left side. Device has been explanted and replaced with a non-allergan device.